Event description:
The thoracic anesthesiologists have identified an issue over the past few months with these double lumen endotracheal tubes breaking, literally one of the fixed connections cracks and severs from the tube. The site of these repeated breaks is external to the tube that is in the patient; they have identified and replaced the part in an expeditious manner each time. The tubes have been in use here for years without this problem. They are being used for normal practice---oxygen, air, anesthetic gas goes through them, and that hasn't changed. Several have broken after use for about 45 minutes to an hour. There doesn't appear to be much of a mechanism involved; one of the anesthesiologists noted "I've tried purposefully to break others and can't!" The thoracic anesthesiologists are aware of 8 instances of this break. As these instances seem to be happening with more frequency, they have begun to track lot numbers etc.======================manufacturer response for rusch robertshaw double lumen endotracheal tubes (per site reporter).======================none yet.